Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer (fse) that the j22 connector on the processor pca was broken. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer that the j22 connector on the processor pca was broken off. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was discovered by the fse that the j22 connector on the processor pca was broken and required replacement. Based on the conclusion of the initial evaluation, it was originally reported that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported damage. However, upon a follow up analysis of the returned processor pca, it was clarified that there was no damaged to the j22 connector and that instead the unit was failing operational testing due to a lifted j16 connector. A cause for the lifted connector could not be determined. Following failure analysis, the processor pca was scheduled to be archived. No further investigation or action is warranted at this time. The device remains at the customer site. No further evaluation is warranted at this time.